Manufacturer narrative:
Per the clinic, the patient was treated with a topical cream consisting of antibiotics, steroid and antifungal components (duration not reported) on (B)(6) 2025.

Event description:
Per the clinic, the patient experienced a facial swelling, wound infection and discharge from the implant site. The patient was prescribed with oral antibiotics on (B)(6) 2025 (specific duration not reported), however, the issue could not be resolved. Later on (B)(6) 2025, the patient underwent cauterization procedure in order to express the discharge. The patient was also prescribed with oral antibiotics on (B)(6) 2025 for ten days. It was also reported that the patient underwent a surgical exploration for wound issue twice on (B)(6) 2025 and was prescribed again with oral antibiotics for 4 times daily for one week. On (B)(6) 2025, it was noted that the wound was closed with minimal discharge, hence the oral antibiotics were continued. On (B)(6) 2025, it was also reported that patient experienced pain along with discharge. The device was subsequently explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.